Event description:
It was reported that the right ventricular (rv) lead was not capturing and the patient experienced syncopal episodes. Ventricular capture management had never run successfully. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1 ipg, implanted: (B)(6) 2012. (B)(4).